Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres for 30 seconds, the balloon ruptured in the middle. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported.